Event description:
Procedure: hemorrhoidopexy. According to the reporter: the anvil was inserted into the anus, then the body was connected and fired. However, after the fire a few staples weren't able to form the correct staple formation. The staple was taken out, hand sewing had to be done. Surgery had extended more than 30 minutes, due to hand suturing. There was not any loss of tissue nor was there tissue damage. There was some bleeding, less than 250cc, due to the malformed staples.

Manufacturer narrative:
(B)(4).